Event description:
The customer reported a system message displayed at the beginning of the procedure. The customer also reported air bubbles were seen in the tubing. The system cassette was re-primed and the surgery was completed. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).